Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was a 90 degree windsock morphology and four transseptal punctures were performed throughout the case. An anterior curve watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used; however, they could not cannulate the actual wing and the device repeatedly fell out into the left atrium. A double curve was was then attempted but it would not get them into the laa far enough. Another anterior curve was was used with a new 24mm device but this was unsuccessful. The case was aborted. An effusion was discovered post case abort. A pericardiocentesis drain was placed and 150cc of red fluid was removed. The patient was hemodynamically stable and moved to the ICU for the night. The patient did well and was discharged.